Manufacturer narrative:
Pump had blank flashing white liquid crystal display due to cracked liquid crystal display controller and cracked display glass. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white liquid crystal display . Software pump error unknown.

Event description:
Customer's parent reported via phone call that the insulin pump had a pump error alarm after it fell on the ground. Blood glucose level at the time of the incident was 220 mg/dl. The customer's parent also reported display anomaly despite battery cap replacement. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.